Manufacturer narrative:
(B)(4). Medical products: femur cemented posterior stabilized (ps) catalog # 42500606202 lot # 63464345. Stem extension tapered cemented catalog # 42557000114 lot # 63522009; persona all poly patella catalog # 42540200032 lot # 63404724; persona stemmed 5-degree tibia catalog # 42532006702 lot # 63492613; palacos rg 1x40 single catalog # 00111314001 lot # 84094426; palacos rg 1x40 single catalog # 00111314001 lot # 82064447. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2022-00049. Product location is unknown.

Event description:
It was reported patient underwent a revision procedure five years post implantation due to due to arthrofibrosis and pain. During the revision dense scarring was found throughout the knee and flexion and extension mismatch. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Medical products: femur cemented posterior stabilized (ps) catalog # 42500606202 lot # 63464345. Stem extension tapered cemented catalog # 42557000114 lot # 63522009; persona all poly patella catalog # 42540200032 lot # 63404724; persona stemmed 5-degree tibia catalog # 42532006702 lot # 63492613; palacos rg 1x40 single catalog # 00111314001 lot # 84094426; palacos rg 1x40 single catalog # 00111314001 lot # 82064447. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2022-00049. Product location is unknown.

Event description:
It was reported patient underwent a revision procedure five years post implantation due to due to arthrofibrosis and pain. During the revision dense scarring was found throughout the knee and flexion and extension mismatch. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates that the patient was presented with pain and arthrofibrosis. During the surgery, dense scar tissue was found. Debridement was performed with manipulation of knee 90 flexions. There was a flexion and extension mismatch due to arthrofibrosis, femoral revision was done to accommodate the mismatch. All component was well fixed and no complication was noted. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.